Event description:
It was reported an issue with monosyn suture. The client reported that when preparing the product for usage, the needle slipped from the sutures.. No further information has been received.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received not received any sample for analysis, only a picture showing an open sample with the needle detached from the thread and the thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause, as no closed samples have been received, only a picture. Final conclusion: in spite of receiving a picture showing a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. The case is considered not confirmed as no closed samples have been received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Part a: patient information has been added.